Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Updated fields: d8; g3; h2; h3; h6 and h11. Corrected fields: e1; e3. The device was returned to olympus for inspection, but the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: dents in outer tube. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that for the rigid video scope, sometimes the image went dark. The issue was found during a therapeutic total laparoscopic hysterectomy procedure, which was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.